Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 4 events were previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 3015967359-2025-99462 but should be included under this report. - 5 previously reported events are included in this follow-up record. Product return status; 4 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components) 1 device: fatigue problem / part/component/sub-assembly term not applicable. 1 device: wear problem / bearings. 1 device: no device problem found / part/component/sub-assembly term not applicable. 1 device: degradation problem identified / part/component/sub-assembly term not applicable. 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition: 3 devices: scrapped by stryker. 1 device: serviced and returned to customer. 1 device: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 5 events for the failure: material disintegration. - 2 events had no health consequences or impact. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 4 events for the failure: material disintegration. 2 events had no health consequences or impact. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices had investigation types that have not yet been determined. 1 device was received. Evaluation findings (results/components): 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 1 device: wear problem / bearings. Product disposition: 1 device: serviced and returned to customer. 3 devices: product disposition is not yet determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99386.

Event description:
No change.